Event description:
It was reported that the patient had a synthes trochanteric fixation nail (tfn) inserted into the patients right femur at another facility. The helical blade was too long and needed to be replaced with a shorter helical blade. During the revision surgery on (B)(6) 2014, after successfully pulling the helical blade, the short replacement blade would not go in properly so the surgeon decided the best option for the patient was to pull the tfn and replace with another competitors nail. After removing the distal locking screws and fighting through thick soft tissue proximally, the surgeon was able to engage the extraction rod into the proximal end of the nail with the assistance of a 2.8 guide wire. The nail was then backed out of the patient and a replacement nail was then inserted. However, when the instruments were sent to be washed; the decontam could not separate the nail from the extraction rod because the two had become cross threaded. No delay in surgery. This report is 2 of 4 for (B)(4). This report is for an unknown trochanteric fixation nail.

Manufacturer narrative:
A product development evaluation was completed: one part 456.4180 was received intact. There is significant scratching and gouges on the exterior surface of the device, near the proximal end. The device is cross threaded to the hammer guide and cannot be removed. The returned devices have significant damage to them. The hammer guide is cross threaded onto the nail and cannot be removed. Per technique guide, the hammer guide must be threaded onto the nail extraction screw and not directly into the nail. The thread mismatch and then subsequent hammering are what have caused this complaint condition, rather than the design of the instrument. The drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Proper use and maintenance for the devices are addressed in technique guides. The method of use is what was responsible for this complaint; rather than the design of the instrument. This complaint condition is most likely due to method of use when the hammer guide was connected directly to the nail instead of using the recommended nail extraction screw. The device's design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID reported as: (B)(6). This report is for unknown trochanteric fixation nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The decontaminator could not separate the nail from the hammer guide because the two had become cross threaded.